Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had infusion rate changed by itself during infusion. There was patient involvement, but outcome was unknown. Although requested, additional information was not provided.

Event description:
It was reported that the device had infusion rate changed by itself during infusion. There was patient involvement, but outcome was unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of "infusion rate changed" could not be confirmed or replicated. The device was thoroughly inspected and tested, and no issues were observed. The pump module s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. An internal and external inspection was performed for the suspect pump module, and no issues were found that could have contributed to the reported event. A log review was performed using the suspect pump module and pcu logs. No error logs were found in the log review that contributed to the reported issue. On the date specified by the facility of the reported event (february 14, 2025), no infusion was scheduled, nor were they returned devices utilized, therefore, the programming of the last infusion performed can be seen in the logs below. On february 04, 2025, at 10:04:27 am to 2:42:46 pm, pcu 8015 s/n (B)(6) was connected, pump module 8100 assigned to channel a, ail bolus limit = 175 microl, rate = 190 ml/h, vtbi = 195.55 ml, infusion started and pump module channel off. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported event of an infusion rate changed not be determined through physical inspection or laboratory testing. The device was thoroughly inspected and tested with no issues observed.